Manufacturer narrative:
Preliminary analysis revealed a normal battery depletion.

Event description:
The subject device has been implanted on (B)(6) 2010. The penultimate follow-up dated (B)(6) 2016 revealed an expected remaining longevity of 2 years and 5 months. During the last follow-up dated (B)(6) 2017, the expected remaining longevity displayed by the programmer was 9 months. The device was not re-programmed between both follow-up and no increase in lead impedance was observed. Since the patient is pacing dependant, a pacemaker replacement is scheduled in august.

Event description:
The subject device has been implanted on (B)(6) 2010. The penultimate follow-up dated (B)(6) 2016 revealed an expected remaining longevity of 2 years and 5 months. During the last follow-up dated (B)(6) 2017, the expected remaining longevity displayed by the programmer was 9 months. The device was not re-programmed between both follow-up and no increase in lead impedance was observed. Since the patient is pacing dependant, a pacemaker replacement is scheduled in august.

Event description:
The subject device has been implanted on (B)(6) 2010. The penultimate follow-up dated (B)(6) 2016 revealed an expected remaining longevity of 2 years and 5 months. During the last follow-up dated (B)(6) 2017, the expected remaining longevity displayed by the programmer was 9 months. The device was not re-programmed between both follow-up and no increase in lead impedance was observed. Since the patient is pacing dependant, a pacemaker replacement is scheduled in (B)(6).